Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. H3, h4, h6: a review of the device history record. Device history lot; part # 357.397; synthes lot # 4769363; supplier lot # na; release to warehouse date: 28 jul 2004. Manufactured by synthes brandywine. No ncr's were generated during production. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H11: d10: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a incident was reported by the surgeon that involved a trochanteric fixation nail (tfn) insertion handle and connecting screws. While connecting the nail, the screw engaged in the back of the nail, however, the nail itself tussled. It was tightened. The surgeon attempted to insert it. The device still felt loose and backed it out, re-tightened it but nail still tussled. The surgery was delayed while nail was attempted to be tighten again. Surgical delay time is unknown. The procedure and patient outcomes are unknown. This is report 2 of 3 for (B)(4).